Event description:
It was reported that a notch was discovered intraoperative in the polyethylene inlay of a prodisc-c. On (B)(6) 2014, the surgeon was performing a cervical arthroplasty. After the surgeon implanted the prodisc-c, he noticed there was a notch in the polyethylene inlay of the implant while removing the inserter. He removed the prodisc-c implant and inserted a new prodisc-c implanted at level c4-5. The procedure was successfully completed without delay. There was no reported patient harm. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth: was also reported as a possible date of (B)(6) 1976 as exact date is unknown. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A product development evaluation was completed: an area on the flat exposed edge of the polyethylene inlay was observed to be deformed. Furthermore, the anchoring keel was bent outwards. Prodisc-c is a spinal implant intended as a replacement for diseased/ degenerated intervertebral discs of the cervical spine. The prodisc-c total disc replacement procedure involves the removal of a diseased/ degenerated disc, and subsequent restoration of intervertebral disc height and potential for motion via placement of the implant. The complaint description stated that a notch was observed on the polyethylene inlay of the inferior endplate upon implantation. The endplate was removed and replaced without any patient harm or delay. One prodisc-c implant large deep 6mm (part 09.820.056s) was received for analysis. Visual examination confirmed that an area on the flat exposed edge of the polyethylene inlay was deformed. The anchoring keel was observed to be bent outwards. The drawings for overall implant and the inlay were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. A root cause for the observed damage could not be determined. Based on the information provided, no design related issues could be identified with the prodisc-c implants. Although the complaint is confirmed, a root cause for the observed condition could not be identified. The design is considered adequate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that: the received condition of the returned product includes assembly of the relevant 09.820.056s component products 09.820.055.1 inferior plate size ld and 09.820.055.4 inlay 6mm and deformation of both components. The as received condition and observed deformation of the returned product are indicative post manufacturing assembly and use of the relevant 09.820.056s component products 09.820.055.1 inferior plate size ld and 09.820.055.4 inlay 6mm. The post manufacturing assembly and observed condition of the relevant components also prevent accurate measurement and verification of dimensional features identified as relevant to the complaint condition reported as malformed : nicked/gouged/chipped. The complaint condition of malformed : nicked/gouged/chipped is confirmed, but the manufacture of the product is unconfirmed as relevant to the complaint condition. DHR records for the product provide objective evidence that all (3) components were manufactured in accordance with established requirements with no nonconformities reported. DHR records further show that all (3) components underwent post manufacturing dimensional and visual inspection of all relevant features with no nonconformities reported. Also, the depuy-synthes, (B)(4) facility does not currently have the methods or equipment required to verify the inlay raw material without disassembly and/or destruction of the inlay component product. However, the DHR for the inlay component product 09.820.055.4, lot# 6958896, which was provided as a component part of the reported product, indicate that the material used was (B)(4) per established requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.